Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during use, the device became jammed and was hard to open. A new ls1500 was opened to complete the procedure without further consequences. Gender, age and weight are not available. No patient injury. No medical intervention required. The device will be returned for investigation.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report: 06/03/2016. Date of follow-up report: 07/05/2016. One used ls1500 was received for evaluation. Visual inspection found the jaws locked and a staple lodged near the jaw hinge. The jaws were locked when received and had to be forced to open the jaws. Inspection noted eschar between the jaws and a staple lodged between the seal plates towards the jaw hinge preventing the jaws from opening. The investigation identified the root cause of the reported event to be attributed to the user inadvertently grasping a staple causing it to become lodged between the jaws. The IFU states, avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.